Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode of vf due to far p-wave oversensing on right ventricular channel was observed via egm. The lead was capped and replaced.